Event description:
It was reported that the device was fractured. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.75mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During procedure, it was noted that the shaft of the balloon was fractured into two pieces, 5 to 10 cm from the hub. The fractured device was removed from the patient's body via normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 2.2cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A visual examination of the balloon identified no damages. The device was returned with a product mandrel. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that the device was fractured. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.75mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During procedure, it was noted that the shaft of the balloon was fractured into two pieces, 5 to 10 cm from the hub. The fractured device was removed from the patient's body via normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.